Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from three patient samples using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Vitros troponin I es precision testing performed indicated that the vitros eciq immunodiagnostic system was not performing optimally at the time of the events. Atypical instrument performance therefore cannot be ruled out as contributing to the events. Based on historical quality control data, there was no indication that a vitros troponin I es reagent issue contributed to the higher than expected results. However, the level 1 control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho established that the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from three patient samples using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. The higher than expected results are as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I result for patient 1 was reported from the laboratory, however a corrected report was issued. No treatment was initiated, altered or stopped as a consequence of the higher than expected result. The higher than expected results for patient 2 and patient 3 were not reported from the laboratory. There are no allegations of patient harm as a result of the events. This report is the first of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).